Event description:
Device frayed the suture of the anchor. Surgeon decided to open the shoulder to remove the anchor and completed the case using trans-oseos tunnels. Surgery was completed successflly. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Device was tested and the customer's complaint was duplicated. Visual examination revealed a small burr at the tip. No other complaints of this nature involving this part/lot combination have been reported to this date. There is no more of this lot in stock.